Event description:
Two cna's and a student were transfering a pt from their wheelchair to their bed using a mechanical ez lift. Staff was following proper safety procedures. The pin holding the lift's arm snapped or broke and the resident fell a short distance onto the bed landing sideways while the lift tipped over. The lift was immediately determined to be inoperable for further use and removed from facility. There was potential for serious staff and/or pt injury.